Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The component was returned for evaluation. There was a hole in the catheter material, with internal wires exposed. The catheter material was severely kinked. There was no visible damage to the sensor or connector. Due to the condition of the device as it was received, no functional testing was possible. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. While we are able to confirm that the device was nonfunctional when received, we are unable to confirm the specific issue reported by the customer or determine at what point the damage to the device occurred based on the information provided. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after 2 hours a microsensor displayed inaccurate readings and could not be detected by the icp monitor. Both the icp monitor and transducer cables twice with no change to the readings. The sensor was disconnected though left implanted. Moisture was noted between the cable and the sensor and also on the patient's gown where the sensor was sitting once it had been detached. The moisture appeared to be leaking out from the inside of the nylon cable which houses the sensor. The sensor was removed the following day and monitoring was discontinued. There were no reports of patient harm.